Event description:
Same case as MDR ID: 2134265-2012-01292. It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion being treated was in the proximal diagonal (dx) artery. A 2.50mm promus element stent delivery system was advanced and deployed in the proximal third of the dx. A 2.25x12mm promus element sds was then advanced to the dx with the intention of deploying it overlapping the proximal end of the previously placed stent. However while trying to advance the 2.25x12mm sds the struts of both stents became damaged. The 2.25x12mm promus element sds was removed. It was observed that the deployed 2.50mm promus element stent was shortened on the proximal end. An unspecified balloon was then advanced for post-dilation and an unspecified stent was then deployed overlapping the proximal end of the 2.50mm promus element stent. The procedure was completed with post-dilation of the overlapping section with positive results. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a hypotube break 233mm distal to the strain relief. Several smaller kinks were also noted along the entire length of the hypotube. The proximal end of the stent had been pushed forward distally. The proximal end of the stent was bunched up and misaligned. The proximal end of the balloon appeared to be slightly inflated. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination found the tip was slightly flared. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2012-01292. It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was in the proximal diagonal (dx) artery. A 2.50mm promus element stent delivery system was advanced and deployed in the proximal third of the dx. A 2.25x12mm promus element sds was then advanced to the dx with the intention of deploying it overlapping the proximal end of the previously placed stent. However while trying to advance the 2.25x12mm sds the struts of both stents became damaged. The 2.25x12mm promus element sds was removed. It was observed that the deployed 2.50mm promus element stent was shortened on the proximal end. An unspecified balloon was then advanced for post-dilation and an unspecified stent was then deployed overlapping the proximal end of the 2.50mm promus element stent. The procedure was completed with post-dilation of the overlapping section with positive results. No patient complications were reported and the patients status is stable.